Event description:
Manufacuring ref # : (B)(4).

Manufacturer narrative:
It was reported that the hospital biomedical department investigated the anesthesia workstation after the event. The patient circuit used during the event had been removed prior to the investigation. It was later reported that the patient circuits had been discarded. The anesthesia workstation was tested by the biomedical department at the hospital (using new patient circuits) and was found to be working according to specifications. Simulated use testing in ventilation mode during 1-2 days was performed by the biomedical department without reproducing any fault. The logs were downloaded and received for evaluation. The logs show that a successful sco was performed on the day prior to the event. There are no recordings in the technical log and the trend log contains no data from the event since the logs were saved more than 24 hours after the event. The event log show that there were clinical alarms indicating a leakage on and off during the case and also prior to the system was set to standby. The case was restarted 4 minutes later and alarms indicating leakage were activated again. We have not been able to confirm the cause of the alarm airway pressure: high that was recorded on two separate occasions just seconds prior to end case on both occasions. Our conclusion into this matter is that the difficulties with providing gas to the patient may have been caused by leakages in the patient tubings used during the event.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that while in use on a patient, the anesthesia workstation failed to provide gas to the patient and alarms for high airway pressure were generated. There was no patient harm. Manufacturer´s ref #: (B)(4).